Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2019 the patient presented to the emergency department (ed) with complaint of shortness of breath (sob) and nausea. An EKG showed atrial fibrillation (afib) with rate of 119. The patient was admitted on (B)(6) 2019 due to symptomatic afib with rapid ventricular rate (rvr) and cardiac arrhythmias. The patient¿s medication was changed which included decrease hydralazine from 100 to 75 mg twice a day and increase amiodarone from 100 mg daily to 200 mg daily. The patient remains in afib and on (B)(6) 2019, the patient underwent a successful cardioversion. No additional information was provided.

Manufacturer narrative:
B5: additional information received.

Event description:
Additional information reported that on (B)(6) 2019, the patient was started on lisinopril 2.5 mg for hypertension management. The patient was discharged to home on (B)(6) 2019 with a therapeutic international normalized ratio (inr) of 2.2 along with stable vitals and afebrile.